Event description:
Procedure type: unk. According to the reporter: needle broke in half during loading. No tissue damage or patient injury reported. Opened another device to finish the case.

Manufacturer narrative:
.